Manufacturer narrative:
Unit received with operating currents within specs. Unit passed selftest unexpected restart error test, basic occlusion test and displacement test. No motor error alarms were noted. Unable to prime unit during prime test due to faulty fsr/ unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked case at display window corners. Unit received with severely scratched lcd window. Unit received with missing end cap sticker. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm, motor error alarm, the customer also had a bent cannula. Customer's blood glucose level at the time 380mg/dl. Customer treated with a manual injection. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.